Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow-up, this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a da alert. Boston scientific technical services (ts) discussed a memory inconsistency occurred that was self-corrected by the device. The s-ICD was functioning appropriately. No adverse patient effects were reported.